Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are hearing an alarm from their implantable cardioverter defibrillator (ICD). The patient stated that they felt their heart rate change and check their pulse and it was low for a while but has come back up. The ICD remains in use. No further patient complications have been reported as a result of this event.